Event description:
Homechoice machine was received in largo receiving for a patient who has dropped out of peritoneal dialysis. Rationale for ending pd therapy is listed as peritonitis. This writer was contacted b hp's nurse, who stated that the hp had been diagnosed with peritonitis in 2005 and was hospitalized for four days. In which time the hp also had his catheter removed. The hp's nurse stated the frequent abdominal incision infections were one of the reasons the patient is no longer on pd. Hp's symptom was a cloudy effluent. The hp was treated two days earlier with 1 gram vancomycin ip and 80 mg gentamycin ip. Other antibiotic treatment is unknown due to hospitalization. The patient recoverd from the peritonitis based on lack of symptoms and is no longer on pd. The hp's nurse's suspected root cause is patinet contamination based on poor hp hygiene, in part due to right arm weakness, making it difficult for the hp to operate the homechoice without the aid of his spouse.